Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's final investigation. A review of the device history review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, a definite root cause could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the device inspection, that the bronchovideoscope exhibited 1 to 2mm or more of coating peeling on the connecting tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.